Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump emitted beeps while its screen was unresponsive, and attempts to charge and hard restart did not restore the display, leading to shipment of a replacement device; the user later reported the original device resumed normal function. Symptoms included no adverse clinical effects, and blood glucose was not impacted. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer communication and logistical replacement processing. Investigation revealed a transient device display malfunction consistent with a screen or user interface issue that self-resolved, with no corroborated impact to therapy or alarms beyond the beeping notification. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce the failure after recovery.